Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process". Three hundred (300) samples were taken from the current production. The cuffs from the samples were inflated and left for four hours. After this time samples were checked to verify if any leak was present. Samples were still fully inflated. The defect reported "cuff will not inflate/pre-test" was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "it was reported that during inflation test before use, the cuff would not inflate. Therefore, a new kit was opened instead." There was no report of patient involvement. There was no report of patient injury or consequence.